Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(4) year-old hispanic female who underwent primary breast augmentation with 500cc mentor memorygel breast implants experienced several unexplained systemic symptoms. Right sided sharp breast pain, digestive system changes, tinnitus, yeast infections, full body inflammation, rashes, headaches, fatigue, dizziness, dry skin, inability to empty the bladder, and swollen lymph nodes were noted. Removal without replacement was performed on (B)(4) 2021. Right sided rupture was discovered during explant surgery. The root cause of the patient¿s symptoms is unclear. See 1645337-2021-14190 for contralateral prosthesis report.